Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian reported that the patient's blood glucose level rose to 33 mmol/l (594 mg/dl). Upon removal of the pod, it was noted that the infusion site (arm) was red and blistered. It was reported that the blistering worsened; the legal guardian contacted the hospital and was advised bringing the patient in. The patient was examined at the hospital ((B)(6) 2026) and was prescribed antibiotics (medication name and dosage not provided). The pod which caused the reaction was removed prior to the visit. The visit lasted 1 hour.